Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient underwent a flow diverter procedure, and at the three-month follow-up CT scan, the doctor identified a suspected flow diverter collapse. The pipeline was used for an indication that is approved (on-label). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured cerebral aneurysm. It was noted the patient's vessel tort uosity was moderate. Dapt (dual antiplatelet treatment) was administered. Ancillary devices include a microcatheter and guidewire.